Event description:
ICU patient was on 7ml/hr propofol for sedation with intermittent bolus of 1ml at 999ml/hr during potentially painful intervention. Bolus was delivered via the secondary infusion mode. New 50ml container of propofol had been connected with vtbi set to 49ml and pump started. 49ml delivered in 3 to 49ml and pump started. 49ml delivered in 3 minutes causing patient to collapse. No information as to outcome or any medical intervention availble. No long term injury reported.